Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the non-calcified left forearm anastomosis. A 4.0mmx40mmx40cm (4f) sterling balloon was advanced for dilation. However, it was noted that the balloon ruptured during the second inflation. The device was removed, and the procedure was completed with another of the same device. No complications were reported, and the patient was in good condition post-procedure.